Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complaint did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.